Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial left knee replacement surgery on (B)(6) 2016 and was implanted with an optetrak device. In (B)(6) 2022, a bone scan revealed ¿severe polymeric-induced synovitis and circumferential bone resorption over the patella component, where loosening is suspected.¿ thus, due to worsening pain, instability, and a ¿loose left total knee replacement,¿ plaintiff underwent a left knee replacement revision surgery on september 19, 2022, approximately 6 years 4 months post initial procedure, to remove the defective optetrak device. Upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a3, b6, b7, d1, d4, g4, h4, h6, h7, and h9. H6: investigation results - the revision reported was likely the result of prosthesis wear and an insufficient bond between the components and the bones, which resulted in aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of this polyethylene wear and loosening could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.